Event description:
Event date: 2024-01-25: a question was made on why did this patient's device tone? After reviewing carelink transmission, the rv pacing impedance was alerted at below 200 ohms. The alert has been a known issue since 2019. Spoke with caller about turning off the audible alert for rv pacing impedance below 200. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).